Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified an unsoldered video wire from interconnect cable. Resoldered video wire. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system will not fluoro, monitor blank. There was no report of patient injury.